Event description:
It was reported that the patient said he could not inflate or deflate his inflatable penile prosthesis (ipp) device. Once in surgery the pump was accessed and the device functioned normally. It was able to inflate and deflate with no issues. The pump and cylinders were removed and replaced with 11mm tactra.